Event description:
The sales rep reported that the distal ceramic tip of the electrode broke off in the bone during the procedure. A metal piece was lost in the shoulder cavity and could not be retrieved with pliers. After two washings of the cavity, the surgeon was able to remove the piece. The procedure was completed without further incident, and there were no pt consequences.

Manufacturer narrative:
The complaint device has been discarded by the user facility which precludes conducting an eval. However, the reported failure mode of the device is consistent with failures produced in a lab environment by the application of excessive mechanical force. At this time no lot or batch number was provided that would enable to depuy mitek to manufacturing finished good records. Should one become available in the future, batch review will be performed. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. At this time no further action is required.